Event description:
Following insertion the dr attempted to remove the needle. The needle separated from the needle hub. The dr removed the needle and catheter with no adverse effect or injury to the pt. The catheter portion of the device was thrown away following removal.